Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A patient experienced atrial tachycardia (at) and hypertension. It was reported that a a farawave was selected for use in a clinical procedure (pulsed field ablation), to treat paroxysmal atrial fibrillation. The procedure was completed with no issue reported and with the same device during a 3-month follow-up examination, an atrial tachycardia (at) was confirmed on the 12-lead ECG. No information was obtained regarding the treatment for this case or the patient's condition. No further information was provided. The device is not expected to return as it was disposed.